Event description:
It was reported that the device would not power on. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Investigation summary: field technician stated issue of left iui communications fail was confirmed. On (B)(6) 2024, lvp was received unboxed and with paperwork. Fails to auto i.d. Modules connected on left iui. Female iui pins shorted together. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Root cause: female iui pins shorted together. Workmanship at bd manufacturing. This report lists imdrf annex a13, c0401, d02, and g02017 codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device would not power on. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of left iui communications fail was confirmed. On 6-sep-2024, lvp was received unboxed and with paperwork. Fails to auto i.d. Modules connected on left iui. Female iui pins shorted together. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.